Event description:
Ous MDR - after an implantation time of about 14 months, it was reported that the lead was exchanged because of loss of capture. During the revision, loss of capture suddenly happened again after initially correct function in unipolar programming, following manipulation at the header, and now also in bipolar. The pacemaker was then exchanged. No deterioration of the patient's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
The pacemaker underwent a visual analysis upon receipt. Especially the connection system of the pacemaker was inspected. The screws as well the spring elements of the lead connections were flawless. Leads that were inserted for test purposes could be contacted easily, consistently and at low ohm measurements. The bore dimensions were within the range requested by the is-1 standard specifications. Then the pacemaker underwent a status interrogation and the memory content was evaluated. The evaluation of the memory content showed that the device had been functioning correctly. The battery state bol was within expectations after an implantation time of 12 months; the battery was sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia output signal corresponded to the programmed parameters and signal detection was flawless. Regarding its device function, the pacemaker showed regular behavior, conforming to specifications. In addition, a long-term pacing test was performed. The pacing function did not exhibit any abnormalities. The device could be used for therapy without restrictions. Summary the device is fully functional, and is regarding the connection and electronic system within specifications. The analysis did not reveal any deviations from the specifications that could have been in connection to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.